Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of medwatch (B)(4).

Event description:
It was reported that a patient underwent a right shoulder hemiarthroplasty on (B)(6) 2012 and suture was used. While passing the suture through the biceps groove out anteriorly into the lesser tuberosity, the needle tip broke. A xray was done to locate the fragment. However, the needle fragment was embedded in the bone and not removed. There are no plans to remove the needle fragment.